Event description:
It was reported that during preparation of the neuroguard stent iep sys ng-0740-140-2, the device was difficult to set up and the filter did not fully open to flush. After closing it and trying again, the filter did not open even though the thumb wheel was still able to be turned. The device was never implanted and was not used in a patient. The instructions for use were followed during preparation. The procedure was completed using a non-medtronic device. There was no patient involved.

Manufacturer narrative:
Contego medical is filing this MDR in compliance with the guidance "medical device reporting for manufacturers guidance for industry and food and drug administration staff", section 2.21, USA food and drug administration, november 8, 2016.